Event description:
It was reported that the patient experienced a shocking/jolting sensation as well as spasm. This began 2-3 days prior to report and this report was made from the emergency room. The patient reported that the implant was firing and she could not turn it off. The shocking and spasm was localized to the left side of the patient¿s anus. There was no reported trauma or falls. The patient had two implanted neurostimulators. The manufacturing representative was able to communicate with the right implant and it reported end of service (eos), therefore this implant was off and could not be stimulating. The patient reported that she noticed the right implant was at eos the night prior to report using the patient programmer. The manufacturing representative was able to communicate with the left implant and that implant was on at 3.6v on program 1. The patient was able to turn the left implant off and the shocking went away. The spasm was residual. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3023, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3093-28, lot# v268626, implanted: (B)(6) 2009, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# j0546337v, implanted: (B)(6) 2005, product type: lead. (B)(4).